Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 5866602, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent primary breast augmentation with mentor smooth round moderate profile 350cc saline prostheses experienced left sided deflation and bilateral capsular contracture (baker¿s grade unknown) post procedure. As a result, the devices were explanted without replacement on (B)(6) 2019. Mentor had become aware of the left sided deflation on (B)(6) 2018 and reported it under 1645337-2018-04241 on 07/12/2019. On (B)(4) 2019 mentor became aware of the bilateral capsular contractures and this report was generated for the right prosthesis.